Event description:
Laser hooked up for procedure, while operating, fiber broke off of connecting end of laser. Laser operator notified physician and at the same time turned off laser. While in process of turning off laser, physician was still firing laser by foot pedal. Laser beam struck scrub shirt of laser operator, burned hole through shirt but stopped at laser operator. Laser unit, itself, did not malfunction, it was the handpiece connected to laser that malfunctioned.